Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. After reloading the cartridge, customer was able to receive an accurate fill estimate. No further troubleshooting could be performed as event occurred in the past. There was no reported impact to the customer's blood glucose level.